Event description:
It was reported that the user experienced a rapid drop in glucose from approximately 100 mg/dl to 50 mg/dl while using an ilet system with a dexcom g7 cgm, after announcing a smaller meal and subsequently consuming multiple treatments including glucose tablets, orange juice, and mashed potatoes: glucose later rose as high as 293 mg/dl. Symptoms included feeling weak. Outcomes included transient hypoglycemia for about 20 minutes and hyperglycemia for about one hour, which stabilized without medical intervention or ketone testing. Investigation included review of reported glucose trends and user report logs. Investigation of this case revealed user overcorrection of hypoglycemia contributing to rebound hyperglycemia, prompting the ilet to deliver additional insulin and precipitating further lows. It was concluded, based on previously established findings for similar reports, that the cause was user technique, specifically overtreatment of lows, and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.